Event description:
It was reported by the clinic that when reviewing atrial high rate episodes the date, time and duration was available, but when attempting to access marker channel and electrogram data, no episode data was available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.